Event description:
It was reported that a continu-flo solution set was obstructed which prevented fluid flow through the set. This issue occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured in september 2022. H11: the actual device was not available; however, a photograph of the sample was received for evaluation. Visual inspection of the photograph identified a kinked tubing. The kinked tubing may generate a flow issue. The reported condition was verified. The cause of the kink could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.